Event description:
It was reported, the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. It has been a couple of weeks since she last charged her ipg. The pt also stated, she has gained weight. An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.